Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted sharp damage on the trocar circular seal. It was reported that the user experienced difficulty in the insertion or removal of the device to or from the port. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when contact is made with a sharp surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadvertent damage to the seal.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, multiple times throughout a laparoscopic hysterectomy, the surgeon experienced sticking when putting instruments in and out of the 5mm trocar. The 11mm trocar was hissing and losing pneumoperitoneum and the bladder neck when 5mm instruments were inserted. The surgeon put up with the problems and did not replaced the devices. There was no patient injury.